Manufacturer narrative:
The occurrence date is unknown. The model number is unknown and the chosen brand name is the most similar. Hospital information is confidential since the event comes from a anonymous survey and it is not possible to obtain further information. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, as per customer feedback for flotrac pressure cable, it was observed signal drift and the parameters were better for trending over time than for achieving accurate values. No further information was available. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics unable to be obtained.